Event description:
Case description: investigational results: name of the suspect product: novopen 6. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: ryzodeg. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, case has been updated with following information: investigational results were updated for the suspects novopen 6 and ryzodeg. Is nonreportable? Field in device tab was updated as "no" for novopen 6. Malfunction field in device tab was updated as "no". Final report check box was ticked and expected date of follow up report was deleted in EU/ca device information tab. Imdrf codes updated (b, c, d, g) were updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00155. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 06-nov-2024: the suspected device novopen 6 has not been returned to novo nordisk for evalua-tion. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the han-dling of the suspected device, it is not pos-sible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient (82 years) is a significant risk factor for the development of diabetic ketoacidosis. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg. H3: continued: evaluation summary: name of the suspect product: novopen 6. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patient re-admitted to hospital with dka [diabetic ketoacidosis] no dose was immediately released from the pen [device delivery system issue] bubble then forms when trying to inject [liquid product physical issue] case description: this serious spontaneous case from australia was reported by a pharmacist as "patient re-admitted to hospital with dka(diabetic ketoacidosis)" beginning on (B)(6) 2024, "no dose was immediately released from the pen(device delivery system issue)" beginning on 15-sep-2024, "bubble then forms when trying to inject(liquid product physical issue)" beginning on 15-sep-2024, and concerned a 82 years old female patient who was treated with ryzodeg (insulin aspart, insulin degludec) from unknown start date for "drug use for unknown indication", novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height,weight and body mass index were not reported. Medical history was not provided. On an unknown date, patient was readmitted to hospital (hospitalisation details was not reported) in less than 1 week due to a second episode of dka (diabetic ketoacidosis). When asked patient to show the insulin pen from home, pharmacist discovered that the patient used a novo 6 pen to inject insulin ryzodeg using ryzodeg cartridges. Pharmacist tested a dose injection to the air, no dose was immediately released from the pen. A bubble then forms when trying to inject and has to be pressed a few times with force to break the bubble and release the insulin dose. Patient was not receiving any dose and had her oral hypoglycemics ceased last admission (first admission) which may have caused dka. Patient was currently admitted in ICU batch numbers of ryzodeg and novopen 6 were requested. Action taken to ryzodeg was reported as product discontinued. Action taken to novopen 6 was reported as product discontinued. The outcome for the event "patient re-admitted to hospital with dka(diabetic ketoacidosis)" was not reported. The outcome for the event "no dose was immediately released from the pen(device delivery system issue)" was not reported. The outcome for the event "bubble then forms when trying to inject(liquid product physical issue)" was not reported. References included: reference type: e2b linked report reference ID#: au-novoprod-1285778 reference notes: linked case this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.